Manufacturer narrative:
This spontaneous case was reported by a consumer and describes the occurrence of genital haemorrhage ('haemorrhaging, blood clots') in a 34-year-old female patient who had essure (ess205) inserted for contraception. The occurrence of additional non-serious events is detailed below. In 2005, the patient had essure (ess205) inserted. On an unknown date, the patient experienced genital haemorrhage (seriousness criterion intervention required), abdominal pain lower ("acute lower abdominal pain"), iron deficiency anaemia ("anemia"), uterine polyp ("polyp"), alopecia ("hair loss"), dyspepsia ("digestive problems"), myalgia ("muscle aches"), anxiety ("anxiety"), depression ("depression") and female sexual dysfunction ("problems when engaging in sexual activity") and was found to have uterine leiomyoma ("fibroid"). The patient was treated with surgery (uterus scraping). Essure (ess205) treatment was not changed. At the time of the report, the genital haemorrhage and iron deficiency anaemia had not resolved and the abdominal pain lower, uterine leiomyoma, uterine polyp, alopecia, dyspepsia, myalgia, anxiety, depression and female sexual dysfunction outcome was unknown. The reporter considered abdominal pain lower, alopecia, anxiety, depression, dyspepsia, female sexual dysfunction, genital haemorrhage, iron deficiency anaemia, myalgia, uterine leiomyoma and uterine polyp to be related to essure (ess205). The reporter commented: at time of signed legal claim (21-aug-2017), she had been using essure for 12 years. She experienced several symptoms and unnecessary uterine scraping was performed. She requested compensation from hospital for the damages caused and an appointment for a speedy intervention to remove the essure device. Quality-safety evaluation of ptc: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. Most recent follow-up information incorporated above includes: on (B)(6) 2021: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a consumer and describes the occurrence of genital haemorrhage ('haemorrhaging, blood clots') in a (B)(6) female patient who had essure (ess205) inserted for contraception. The occurrence of additional non-serious events is detailed below. In 2005, the patient had essure (ess205) inserted. On an unknown date, the patient experienced genital haemorrhage (seriousness criterion intervention required), abdominal pain lower ("acute lower abdominal pain"), iron deficiency anaemia ("anemia"), uterine polyp ("polyp"), alopecia ("hair loss"), dyspepsia ("digestive problems"), myalgia ("muscle aches"), anxiety ("anxiety"), depression ("depression") and sexual dysfunction ("problems when engaging in sexual activity") and was found to have uterine leiomyoma ("fibroid"). The patient was treated with surgery (uterus scraping). Essure (ess205) treatment was not changed. At the time of the report, the genital haemorrhage and iron deficiency anaemia had not resolved and the abdominal pain lower, uterine leiomyoma, uterine polyp, alopecia, dyspepsia, myalgia, anxiety, depression and sexual dysfunction outcome was unknown. The reporter considered abdominal pain lower, alopecia, anxiety, depression, dyspepsia, genital haemorrhage, iron deficiency anaemia, myalgia, sexual dysfunction, uterine leiomyoma and uterine polyp to be related to essure (ess205). The reporter commented: at time of signed legal claim (21-aug-2017), she had been using essure for 12 years. She experienced several symptoms and unnecessary uterine scraping was performed. She requested compensation from hospital for the damages caused and an appointment for a speedy intervention to remove the essure device. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.